Event description:
The facility's biomedical engineer reported an infusion pump with an 810:11 failure code. The biomed stated to baxter customer service that the device was in use on a patient when the failure occurred with an infusion rate of 15ml/hr and volume to be infused of 50ml. Information was requested but details were not available regarding patient status, medical intervention, patient injury, medication involved, tubing product code, or set up of the infusion device.